Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(4) (osh) (returned to osh on 2022/12/05). The evaluation at osh confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. Furthermore, the evaluation found the resection sheath to be leaking due to a damaged sealing ring. This was caused by wrong handling and is attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath was found to be broken. The later intended procedure was completed with a similar device and there was no report about an adverse event or patient injury.